Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient had 3-4 infusion sets where the tubing had detached at night while sleeping. Set was inserted into patient's upper leg and the pump was attached to the bottom of patient's t-shirt at night. Infusion sets were not stored in a warm environment. The sets were not pulled/tugged, and the pump had not fallen causing strain on the set. No further information available.